Event description:
Patient was on right lateral side for 8 hours during surgery. Post-op it was noticed at the bovie pad site (universal electrosurgical pad - split with cord) there were 2 large red raised areas. Skin was blistered and torn. There was conductive gel present. Bean bags were in use close to site but not on the pad site. According to staff there had not been any irrigation used around this area. The esu unit type was valleylab, cut setting (35), bipolar set at 35.